Event description:
The customer reported the ventilator shut down, alarmed and restarted while operating. The unit was in use at the time of the reported problem, and the customer reported there was no pt harm. The respironics service tech was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +5v and/or 12/24 volt failure. The service technician replaced the mmi pcb, power supply and sensor pcb to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specs.